Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 36/+5; cat#6570-0-236; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient had a total hip arthroplasty about 6 weeks ago. Wound started draining and showed signs of infection. I/d poly head exchange was performed.